Event description:
It was reported that patient was undergoing an ablation of persistent atrial fibrilltion using a pulmonary vein isolation technique. An internal cardioversion was attempted; the response catheter was inserted into the subclavian vein and several attempts were made to gain access to the coronary sinus os. Reportedly, contrast dye was forcibly injected through the lumen of the response catheter, at that point it was noted the pericardium had been perforated. The procedure was stopped. There were no further compliations and the pateint was reported to be well upon leaving the cardiac cath lab, and is awaiting a new procedure date. The patient was reportedly recovering.